Manufacturer narrative:
As it is unknown which thoracic device may have been involved in this event, an additional conformable gore® tag® device will be included in this report: tgu282810j/ 20556217; UDI - (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic rupture, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), bleeding (procedural and post-treatment), and death.

Event description:
On (B)(6) 2019, the patient underwent an urgent endovascular repair of an acute aortic dissection using two conformable gore® tag® thoracic endoprostheses. The dissection reportedly extended into the ascending aorta, with the primary entry tear originating just below the left subclavian artery. During the procedure, an angiograph reportedly confirmed that no entry tear was present in the ascending aorta. Two gore® tag® devices were then advanced and implanted in the desired location. Procedural angiography reportedly revealed no leakage into the false lumen, and the procedure was completed. The patient tolerated the procedure. On the same day, the patient¿s blood pressure reportedly decreased at an intensive care unit. Thoracotomy was performed, and it was reported that cardiac tamponade and ascending aorta rupture were observed. Attempts were reportedly made to stop the bleeding, but were unsuccessful. Further treatment could not be performed and the patient expired. It was reported that the cause of the ascending aorta rupture was unknown since autopsy was not performed.